Event description:
Related MFR reports: 1627487-2020-21439, 1627487-2020-21440 and 1627487-2020-21441. It was reported the patient underwent surgical intervention to re-positioned the occipital placement leads. Reportedly, the right lead had pulled out of the suture. No complications were reported during the procedure, and stimulation therapy was resumed postoperatively.